Event description:
Per the clinic, the patient experienced gradual hearing benefit decrement since 2020. The patient also require multiple MRI due to his neurological disease. Subsequently, the device has been explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.